Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received.  A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Contact reported receiving multiple altitude alarms. There was no patient involvement, as the pump was being used for demonstration. Contact was unsuccessful in clearing the alarm.